Manufacturer narrative:
(B)(4). Section d4: lot number, UDI, expiration date details were not received from customer. Section h4: device manufacturer date details were not received from customer. Method: the subject devices, (B)(4) units of ojr418vt optiflow junior 2 nasal interface ventilator transition kit xl were discarded and not returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the information, photograph and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photography confirmed that one of the tubes was detached from the cannula tube joint and swivel grip tube joint with visible glue residue on the detached tube end. The tube near the cannula was found slightly stretched. Conclusion: based on the visual inspection, our knowledge of the product and the information provided, it is most likely that the reported damage resulted from the patient pulling the tube. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject cannula would have met the required specifications at the time of production. The user instructions which accompany the ojr418vt optiflow junior 2 nasal interface ventilator transition kit xl show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - " appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient may result in serious injury or death. For example, in the event of an interruption to gas flow." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application, this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A healthcare facility in florida reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr418vt optiflow junior 2 nasal interface ventilator transition kit xl was detached during use on a patient and the patient was pulling on the tubing. The healthcare facility further reported that the patient experienced minor desaturation, and the cannula was replaced to continue the therapy with no required medical intervention. The healthcare facility reported that three of the cannulas were involved and all of them are discarded. There was no further reported patient consequence.

Event description:
A healthcare facility in florida reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr418 optiflow junior 2 nasal cannula was detached during use on a patient. It was further reported that three of the ojr418 optiflow junior 2 nasal cannulas were involved. The healthcare facility further reported that the patient experienced minor desaturation, and the cannula was replaced to continue the therapy with no required medical intervention. There was no further reported patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number, UDI, expiration date details were not received from customer. Section h4: device manufacturer date details were not received from customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.